Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the oversensing was suspected to be due to non-confirmed lead damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted and recommended replacing the rv lead. No intervention has been performed at this time. The patient was in stable condition.